Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a power error. The customer's blood glucose level was 210 mg/dl. It also stated that power error had not recurred within a week of troubleshooting previous occurrence. The customer was advised to discontinue use of insulin pump. Insulin pump will be returned for analysis.